Event description:
It was reported that during a ptca / drug eluting stent treatment procedure, the choice plus floppy guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a mildly calcified, 100% stenotic lesion in a proximally tortuous posterolateral branch of the right coronary artery. The physician used a 7f pinnacle introducer sheath for vascular access and a 7f fr4 art guide catheter to cross the lesion. It is noted that the guidewire was manipulated through a metal entry needle. Following successful placement of a taxus de stent in the pt's posterior descending coronary artery, the choice floppy wire was inserted and advanced into the posterolateral branch of the right coronary artery. Despite repeated efforts, the total occlusion could not be successfully crossed. During the attempts to cross the lesion, the proximal portion of the choice plus floppy guidewire fractured just outside of the guide catheter. Multiple unsuccessful attempts to remove the wire fragment were made with another 0.014" intermediate guidewire and multiple mocrovena snares. The proximal tip appeared to be imbedded in the wall of the artery so the snares could not be placed around the proximal tip. The distal tip was against the total occlusion distally and also could not be snared. Because the posterolateral branch was totally occluded, the physician chose to stent the wire fragments against the vessel wall with 3 vision stents. At the completion of the procedure, good angiographic filling of the right coronary artery and the posterior descending branch was demonstrated. The pt had slight chest discomfort near the end of the procedure, which was essentially resolved prior to transferring the pt from the cath lab. The pt's current status is 'clinically stable'.